Manufacturer narrative:
The other relevant components include: product ID: 8781, lot# unknown, product type: catheter. Phone number is (B)(6).

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 500 mcg/ml at 50 mcg/die via an implantable pump for an unknown indication for use. It was reported that during a procedure the hcp could not push the spinal segment collet into place and secure the two segments of the ascenda catheter. It was noted that the catheter was never implanted. It was reported that it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was reported that the ascenda catheter was replaced and another kit was opened. It was noted that the issue was resolved at the time of this report. It was reported that there was no patient involved in the event and no symptoms were reported. There were no reported complications.

Event description:
Additional information was received. The lot number of the catheter was unknown. The serial number of the pump was unknown. The pump was implanted on (B)(6) 2017. The issue was found during an initial implant. The surgery was prolonged, but there was no impact to the patient. The ascenda connector was quickly replaced.

Manufacturer narrative:
The event description previously reported in MFR report number: 3007566237-2017-01074 contained an error. It should be noted that the surgery was not prolonged. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury.